Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and nausea. Customer¿s blood glucose level at time of incident was 450 mg/dl and 430 mg/dl. Customer was assisted with troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the insulin pump had crack at the back of the battery compartment. The insulin pump will not be returned for analysis.